Manufacturer narrative:
(B)(4). Batch #: t5ez2g. Investigation summary: the analysis results found that one plee60a device was returned with no visual non-conformances and with a gst60g reload present. The cartridge was received fully fired, with the cartridge pan found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the first firing of the stapler with a green reload and gore seam guard buttressing material, the scrub tech attempted to remove the cartridge, but the metal pan remained stuck in the jaws of the stapler. A second like stapler and reload were used to complete the procedure. There were no patient consequences.